Event description:
It was reported that the pump showed motor rate error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed an audible alarm post, alarm bgnd test, and a check clutch/plunger lever. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was due to normal wear and speaker issue. As a result, the drive train parts, battery, and the speaker were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.